Manufacturer narrative:
(B)(4): aneurysm growth with no signs of endoleak is not listed in the instructions for use. (B)(4): aneurysm growth with no signs of endoleak is not listed in the instructions for use. No product or images were returned to assist in the investigation at this time. Each zenith device was shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. In addition, the IFU's for the zenith line of products lists several key points that could eliminate this failure mode from occurring. Anatomical criteria, pt sizing, deployment procedure, pt f/u guidelines, etc. Pt had renu device implanted in 2009 to repair loss of proximal seal on the device. Repair performed without issue. Pt presented in (B)(6) 2011 with enlarging aneurysm sac. Physician treated with coil embolization in the aneurysm sac and decided to take a wait-and-see approach. Without imaging or add'l info it is difficult to determine the cause of aneurysm sac growth. At this time, there is no indication that a design or process induced failure of the device resulted in the reported event. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
In (B)(6) 2009, the pt was treated with a renu converter to repair a competitor's bifurcated device that had lost its proximal seal and fixation. In addition an aorto-caval fistula was noted. Physician decided to repair with a convertor device, along with a fem-fem bypass. Case went as planned, pt discharged without issues. Caval fistula was closed. The pt presented with an enlarging aneurysm sac of 9 cm, original size unk. Due to pt's high creatine levels, the pt underwent a non contrast CT where the growth was noticed. This action occurred on (B)(6) 2011, the next day, growth was confirmed. A duplex ultrasound was performed showing no evidence of endoleak or flow into sac. The pt is booked for a trans-lumbar approach on (B)(6) to assess any endoleaks with the potential of embolizing if found. Update received (B)(6) 2011: physician performed an angiogram with coil embolization in extending aneurysm sac. Also, injected thrombin within the sac. Did not see any parent feeding vessel either with lumbar or ima feeding the sac. Coiled off the sac itself and pt will be seen under cat scan in the future. Further imaging will take place on (B)(6) to determine whether intervention is necessary.